Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge change error was verified, but the cartridge damage issue could not be verified as the cartridge was not received for investigation.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges. Additionally, an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump. There was no reported adverse impact to the customer's blood glucose level. Customer reverted to an alternate form of insulin therapy.